Event description:
International affiliate reports the mis cortical fixation fenestrated polyaxial screw¿s head popped off from its shaft post operatively. Doctor revised the entire construct, removed all implants and re-instrumented.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The mis cortical fix polyaxial 8x55 screw was not returned for evaluation. A device history record (DHR) review could not be conducted as the device lot number is unknown. A 12 month review of the complaint trend analysis for the mis cortical fix fenestrated polyaxial screw was conducted on all bottom-loading screws within this product family as they share the same interface between the tulip head and the screw head. Trend analysis found no systemic trends that require further action. No corrective and preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause. No systemic trend observed. Therefore, this complaint will be closed with no further action required. Should the complaint product sample become available, the complaint file will be re-opened and the product will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.